Manufacturer narrative:
The reported events of unable to advance and remove guidewire inside the lead was confirmed. As received, a complete lead without a guidewire was returned in one piece. Visual inspection found offset of the inner coil at the proximal region of the lead. X-ray inspection found bunched up of the inner coil inside the connector region consistent with procedural damage. The cause of the reported events was isolated to bunching up and offset inner coil with polytetrafluoroethylene (ptfe) coating of a guidewire, consistent with procedural damage. The s-curve height was measured within specification. Visual and x-ray inspections of the lead did not find any other anomalies except for procedural damage.

Event description:
It was reported that during the initial implant procedure, it was difficult to remove the guidewire from the left ventricle (lv) lead. The guidewire was able to be removed, however, upon reinserting the guidewire, the guidewire was no longer able to advance within the lv lead. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.